Manufacturer narrative:
H3: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed as the device was not returned for evaluation and images were not provided.

Manufacturer narrative:
Pending investigation. Concomitant medical products:¿ exactech trapezoid tibial tray, catalog no. 204-04-55, lot no. 1279291; and exactech femoral component, catalog no. 234-03-05, lot no. 1924120. Correction removal number: z-0019-2022.

Event description:
As reported by legal notification, this male patient had an initial right tka on (B)(6) 2011. The patient underwent revision surgery on (B)(6) 2018 secondary to polyethylene liner wear. No other patient information/medical history reported.